Event description:
Review of the vns programming history database revealed that a programming anomaly occurred on (B)(6) 2007. A faulted system diagnostic test resulted in the settings changing to unintended parameters. A final interrogation was performed, but the settings were not corrected on the same visit. There is missing history from (B)(6) 2007 until (B)(6) 2010. The settings were corrected upon initial interrogation on (B)(6) 2010. Manufacturer labeling indicates to perform a final interrogation prior to patients leaving the clinic to ensure settings are at intended parameters. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.